Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism. Initial report was submitted 02/082021 but did not pass FDA gateway. This is the combined initial and final report.

Event description:
Implant shoulder fracture.